Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 500 mg/dl at the time of the event. The current blood glucose value was 130 mg/dl. The customer reported no symptoms related to the high blood glucose event. The customer experienced occluded, no delivery/occlusion alarm - unknown timing. Troubleshooting was performed and the insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smart guard feature was not active at the time of the high blood glucose event. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion). However, the issue was resolved by a complete set change. No further patient complications were reported. The insulin pump it will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Treatment codes t003 and t002 were removed as there is no mention of them in the case notes. Updated narrative: the customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion).